Event description:
A school nurse was performing thyroid function screening using unistik 2 junior devices. The nurse was apparently experiencing difficulty in priming the devices and during their attempts to prime an un-used device the device apparently came apart exposing the needle. No injuries were sustained.